Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump was unable to get out of the prime process. The customer stated that the device was unable to exit the "preparing to prime" loop and the device alarmed compromised force sensor system. The customer's blood glucose level was 275 mg/dl. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No damage was noted to the battery cap. No prime anomaly was noted. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, broken battery tube threads, a cracked reservoir tube window, cracked reservoir tube and cracked display window.